Event description:
It was reported that a patient underwent a gynecological tumor surgery on (B)(6) 2026 and barbed suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew cervical stump. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The lot of ip is unavailable. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one labeled winding former with a needle suture piece was received for analysis. Product code sxpp1b410. During visual inspection of the returned sample, significant marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be split likely caused by a surgical instrument. In addition, crimping marks and body fluids were found on the strand. A photo was provided showing one labeled winding former with body fluids that pertains to product code sxpp1b410. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. To prevent this kind of damage, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: if it becomes available in the future, please provide lot number. Received information as following from sales rep via phone today. The lot number is unknown.